Event description:
When the physician opened the unistep plus 10mm x 20mm wallstent package, the sales representative observed that the device was actually a unistep 10mm x 94mm wallstent. The inner package was labeled differently than the outer package these two parent lots were mfg 12 months apart from one another. The two parent lots' traceablity control forms were investigated with no discrepancies observed. Device and label quantities reconcile. Co was unable to determine if the product was inadvertently switched by the customer, sales rep, or during rework repackaging of the 10mm x 94mm device. This is an isolated incident.